Manufacturer narrative:
A customer care center (ccc) specialist was contacted by the customer. The customer informed the ccc that the emergency room (ER) performed finger sticks, showing the instrument results were discordant. A siemens customer service engineer (cse) specialist was dispatched to the customer's site. The cse ran a check mix test and found the s (sample) 1 mixer was out of specification. The cse replaced the s1 mixer and drain. The cse then replaced the r (reagent) 1 and r 2 drains. The cse ran a quick check and photometer auto alignment. The cse aligned s1 and s2 arms. The cse then aligned r1 and r2 arms. The cse measured the vacuum and drains. The cse then ran mix tests for all servers. The cse ran an overmix for server 1 and adjusted the bottom of cuvette and ran alignment test for all probes. The cause of the discordant, falsely depressed glucose results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed glucose (glu) results were obtained on multiple patient samples on a dimension vista 1500 instrument. The initial results were reported out to the physician(s), which were questioned. The customer repeated the same sample on an alternate dimension vista instrument, resulting higher. The customer issued corrected reports out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed glucose results.